Event description:
It was reported that system failure occurred, configuration required. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken upon receipt, the top case was cracked and chipped, the bottom case had seal damage and the right plunger cased was cracked. No error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, no problem was found. Root cause of the reported issue is unknown as no fault was found during testing. Performed preventive maintenance on the pump. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.